Event description:
The pump was programmed in the autoramp mode for a tpn infusion by the pt's parent to infuse at a max rate of 195 ml/hr, vtbi of 2050 ml, therapy time 10:45, upramp 0:01, downramp 0:30. The pump went through the upramp portion of the program, and continued to increase its rate for an add'l two minutes until 587 ml/hr was reached. Then, the pump suddenly dropped down to what the max rate should have been (195 ml/hr). The pt's parent stopped the pump. There was no negative impact to the pt involved.